Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user paired a new libre 3 plus sensor to the ilet app and did not initially receive a warmup timer, which was resolved after the user rescanned the sensor, restoring the expected warmup display. Symptoms included no injury or clinical symptoms. Outcomes included no change to therapy and no need for medical care. Investigation included user education and in-call troubleshooting. Investigation of this case revealed that the device communication and pairing sequence required a rescan to complete initialization, consistent with user interface or connectivity behavior, after which normal function resumed. It was concluded, based on previously established findings for similar reports, that the cause was user interface or transient cgm communication disruption during sensor pairing.